Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited over sensed noise that may be from a medical procedure. Also, some beats were under sensed. No intervention was done at the moment and the device remains in service. No adverse patient effects were reported.